Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) for an unknown reason. Sensing and impedance measurements were within normal limits. The physician was considering placing another manufacturer's rv pacing lead in service while leaving the shocking portion of this rv lead in service. Boston scientific technical services (ts) discussed this was not contraindicated as long as the appropriate connections and programming. Ts further discussed testing the system after the procedure. The field representative was unable to provide any further information as to if a procedure occurred. At this time evidence suggests this rv lead remains in service and no adverse patient effects were reported.